Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported as ¿may caused by cold¿, no further explanation was provided; therefore, the cause will be treated as unknown. The patient was hospitalized for the event and was treated with antibiotics, reported as ¿cephalosporin etc.¿ (no further information). Dianeal therapy was ongoing. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available as the reporter has declined for further follow-up.